Event description:
It was reported that there was a problem with the display. The device analysis found the downstream occlusion seal to be coming off. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for analysis. During visual inspection it was noted that the downstream occlusion (dso) seal was coming off. The reported problem could not be replicated as display works well but lens is scratched and it makes reading of the display difficult. The lens and dso seal were replaced. After the repair the device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.